Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, plasma cautery was used. The device exhibited 15 seconds of loss of output. The device was explanted and replaced.